Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was admitted to the hospital due to abdominal pain for 6 hours. The patient had choledochectomy and removal of stones and intestinal adhesions and t-tube drainage were performed under general anesthesia. The surgical incision was sutured with synthetic absorbable surgical sutures. The surgical incision was red and swollen after surgery. Seven days after the procedure, the dressing under the patient¿s incision was slightly wet and the incision was slightly red. The sutures were removed intermittently on the 11th and 12th day. On the 14th day, all the wounds were stitched out and the secretions from the wound were taken for bacterial culture. The result secretion culture on the 17th day showed a escherichia coli. The patient was treated with the sensitive drug.